Event description:
It was reported that during the index procedure of a clinical study, a patient experienced dysrhythmia, specifically a junctional rhythm for two beats followed by a 14-second sinus pause. The patient required external pacing, pacing through the coronary sinus, and subsequently received a pacemaker implant during the procedure. The event resulted in a prolongation of the existing hospitalization. The outcome of the case is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: transseptal puncture product ID: non-medtronic product type: sheaths product ID: non-medtronic product type: ice catheter product ID: non-medtronic product type: guidewire medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.